Event description:
On february 14, 2007, chad received a fax from an insurance provider for distributor. In this fax, they specified an incident where pt was burned as a result of a flash fire. This fire occurred near the intersection between the cylinder valve and our om-411a device. We spoke with pt on 02/22/2007. Pt explained that he went to bed at approximately 9:00 pm. Around 11:45, he was awaken by a hissing noise. He hit the conserver to stop the noise. At that point, a flash fire started. He quickly got out of bed, ran to the door and tossed the cylinder, valve and om-411a onto the front yard. Pt received burns on his arm between the hand and the elbow. His carpeting was also burned in two places. It is important to note that chad was not officially notified of the incident until 02/14/2007.

Manufacturer narrative:
A corrective action request has been initiated so that a complete investigation can be documented and implemented. As noted earlier, chad has sent the device to an independent laboratory for analysis. A summary of this investigation and the corrective action will be submitted as a supplemental report to this MDR.